Event description:
Patient reports ohtuvayre is not being delivered completely via nebulizer, some medication is still in machine and not seeing mist while doing treatment may be nebulizer malfunction. Patient states treatments did work fine previously, but now after 10 minutes still have medicine in machine. Patient also reports breathing issues not fully relieved like when she first started with treatments, most likely due to incomplete medication delivery due to defective device of vios le aerosol delivery system. Unknown date devices started to malfunction. Unknown if patient missed a dose. No adverse events reported. Unknown if patient has defective devices on hand for possible return. Dose, frequency and route of administration: use as directed with ohtuvayre. Indication: chronic obstructive pulmonary disease, unspecified. Reported to (B)(6) by pt/caregiver. Ref report: mw5164878.